Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences. Customer's sensor glucose was 80 and blood glucose was 149 mg/dl. Customer was advised that sensor would be replaced.